Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed to open. A field service engineer (fse) verified the solenoid, sensors and spring and confirmed that everything was functioning properly. Fse identified that the top right drawer was contacting filler panel when fully closed. Fse adjusted the panel and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height drawer 3 kept sticking. The drawer would not open unless it was pulled open manually. It made a clicking noise and eventually failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.